Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the clinician that the patient presented in clinic with the right atrial lead exhibiting low impedance and noise. The clinician stated she would follow up with the physician. The clinician stated that the device was reprogrammed and the patient was stable.